Event description:
Patient was implanted with anterior lateral plate and screw construct in (B)(6) 2012 (date unknown) for a distal left tibia fracture. Patient was returned to the or on (B)(6) 2013 for revision surgery due to non union of a distal left tibia fracture. During the revision surgery, it was reported the ria system was being used and the tip of the drive shaft chipped into two additional fragments and became entrapped within the reamer head. When the surgeon pulled the system out of the patient, the two pieces came out together. An x-ray taken in the surgery appeared as if all the pieces were retrieved. The surgeon was able to complete the procedure using a second drive shaft. The surgery was not prolonged and no adverse effect to the patient was noted. The original plate and screws (unknown quantity) remains implanted in the patient. The surgeon revised the patient with bone graft, one additional synthes plate and nine screws. This report is for an unknown plate. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.